Event description:
It was reported that the pump failed a volume test during testing. There was no patient involvement.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked battery door, scratched lcd lens, damaged rear label, a worn uso seal and lifting dso seal. The tamper seal was broken. A functional test was performed and the reported issue was duplicated. One of the three delivery accuracy tests performed was outside of the published specification. The reported issue was due to an out of specification expulsor, and as a result the expulsor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.